Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing charging cable and wall adapter.